Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump. It was reported that they were trying to get magnetic resonance imaging (MRI) and the MRI facility was not going to do it until the patient can provide an ID card. The agent reviewed that the patient was not showing as registered. The patient was very upset stating the physician who implanted the pump gave the patient an infection and they had to be on a lot of antibiotics. In 2019, the physician told the patient refill would not be for about 3.5-4 months, however at about 3 month the pump ran out of medication and the patient had just had a surgical procedure for kidney stone removal. The patient ended up back in the hospital because the surgeon thought they had done something wrong when it was the pump. The pump has not been anything but a "pain in the ass" since implant. The agent asked if patient gets therapy benefit, and the patient did not answer. The patient wanted MRI guidelines sent to MRI facility. The agent reviewed with the patient not registered and the patient has no serial number. The agent could not provide guidelines to the MRI facility. However, once the patient has serial number of the implanted pump, the patient should call back so an agent can work on getting the patient registered. The agent reviewed once the patient was registered, and the agent can request implant data sheet to be faxed to the MRI facility. The patient will call back once he is able to obtain the implanted pump serial number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.